Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Low bg cause was not known. Customer consumed three glucose tablets and drank some orange juice to address bg. Recommendation was made to call technical support if further assistance is required. No additional patient or event information was available.